Event description:
A surgeon reported that a patient who received op-1 implant in combination with calstrux in 2005 for a tibial nonunion experienced oozing of the calstrux into the soft tissue. The event resolved. The surgeon suspects the event was related to the use of calstrux. The event was deemed nonserious.